Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 for high blood glucose and diabetic ketoacidosis. Blood glucose reading was 334 mg/dl. When admitted to hospital. The customer was treated with insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. Customer was experienced nausea, heart beating really fast and urinate a lot. The customer stated that he was using auto mode feature active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and cracked retainer. (B)(4).